Manufacturer narrative:
The customer¿s report of the tubing was found separated from the filter was confirmed. The suspect extension set was visually inspected and it observed immediately that the set¿s pvc tubing sleeve was separated from the 0.2 micron filter output port. The root cause of the tubing separated from the filter was identified as being due to insufficient solvent between the connecting engagement of the set¿s pvc tubing sleeve and 0.2 micron filter¿s output port.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during a pump infusion of ns at 10ml/hr with a filtered set, the tubing was found separated from the filter. There was a back flow and a leak of approximately 100-150ml of blood and fluids. There was no need for medical intervention, vital signs were stable. There was no lasting patient harm.